Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Junction box, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the 6 function control box of producing smoke after rapid cycling multiple functions of the control pendant for several minutes. It was observed that when each function was operated individually, no smoke was produced. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer informed inside sales rep that the junction box was smoking, tech crawled under bed and witnessed the smoke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer informed inside sales rep that the junction box was smoking, tech crawled under bed and witnessed the smoke.